Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the low speed and pump stop events captured in the submitted log file. Although a specific cause for these events could not conclusively be determined, based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of a potential driveline issue. The submitted log file contains events from (B)(6) 2023. The file captured low speed and pump stoppage events on (B)(6) 2023 while the patient was supported by external battery power. The pump ramped back up to its set speed following each pump stoppage event. Following the last pump stoppage event, the pump remained above the low speed limit for the remainder of the file. A distal-end driveline replacement was performed on (B)(6) 2023 under work order 00167963 and approximately 18¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Upon disassembly of the driveline, examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing. The test did not reveal any current leakage through the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii lvas. No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU). Is currently available. Section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). This IFU outlines the indications of driveline damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Lastly, the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: 1. Superficial damage to the outer silicone jacket was confirmed. A specific cause for the damage could not be determined through this evaluation. 2. The yellow alignment dash marking printed on the metal connector demonstrated partial wear; the triangle and arrow markings appeared unremarkable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple pump stops. Log file review confirmed 3 pump stops and 3 low speed advisories on (B)(6) 2023 which indicated a potential issue with the percutaneous lead. X-rays of the driveline were unremarkable. An external driveline replacement was performed on (B)(6) 2023, but an additional pump stop occurred on (B)(6) 2023. The maximum external length of the driveline was removed so another driveline repair was not possible. The patient was ultimately listed for transplant. The patient did not have any symptoms during the pump stops.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed internal driveline (dl) wire damage that would have contributed to the reported pump stoppage event captured in the submitted log file. The submitted log file contains events from (B)(6) 2023 through (B)(6) 2023. The file captured low speed and pump stoppage events on (B)(6) 2023 and (B)(6) 2023 while the patient was supported by external battery power. The pump ramped back up to its set speed following each pump stoppage. Following the last event, the pump remained above the low speed limit for the remainder of the file. A distal-end dl replacement was performed on (B)(6) 2023 and approximately 18¿ of the external portion of the dl was returned for evaluation. The pins of the metal connector were free from deformation. Electrical continuity testing of the replaced dl was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the dl. Upon disassembly of the dl, examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The dl was then submerged in a saline bath for high potential testing. The test did not reveal any current leakage through the insulation of any of the dl wires. (B)(6) was returned assembled with the dl cut approximately 12¿ from the pump housing and the remaining distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar returned secured over the sealed outflow graft and bend relief hardware. Examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no adhered depositions or thrombus formations. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline segments did not reveal any discontinuities or shorts. Upon disassembly of the dl, breaches were observed in the insulation of the brown and orange wires approximately 8¿ from the pump housing. Further evaluation found a breach in the insulation of the black wire approximately 9¿ from the pump housing. Lastly, an additional breach was observed in the insulation of the brown wire approximately 10¿ from the pump housing. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Further inspection of the remaining driveline segment did not reveal any obvious breaches to the wires. The wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any damaged wires contacted the metal braided shield while operating on a grounded power source (such as the power module with a grounded patient cable or the mobile power unit), a short to ground could have resulted. If the exposed conductors of damaged wires from two different phases contacted the metal braided shield simultaneously or contacted each other while the patient was connected to external battery power or the power module with an ungrounded patient cable, the resulting electrical phase-to-phase short would have resulted in the low speed and pump stoppage events confirmed via the submitted log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Sections 6 and 8 of the heartmate ii IFU, as well as sections 4 and 6 of the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Document fab, heartmate ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was transplanted on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.